Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jun-2018 with the following findings: during investigation the last basal delivery was on 2018-06-03. The last bolus delivery was a 11.30u ezcarb normal bolus. The totally daily dose (tdd)¿s added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. There were no delivery interruptions during the testing. Unable to duplicate the complaint.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018 the patient contacted animas alleging a blood glucose level of 39 mg/dl accompanied with unsteadiness when standing and walking. The patient treated his symptoms with 4 to 5 cups of juice and several packages of peanut butter crackers. The patient did not receive any treatment above or beyond the usual routine of diabetes management. The pump was alleged to be delivering inaccurately. Troubleshooting was unable to be completed as the patient was either unwilling or unable to complete. This complaint is being reported because the alleged inaccurate delivery issue with the pump may have caused or contributed to the patient¿s hypoglycemia.